Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screw feel out of handle on handpiece when doctor was done making cuts. When robot was moved into holster position. Tka case.

Event description:
Screw fell out of handle on handpiece when doctor was done making cuts. When robot was moved into holster position. Tka case.

Manufacturer narrative:
Reported issue: screw fell out of handle on handpiece when doctor was done making cuts. When robot was moved into holster position. Tka case. Product history review: device history records indicate 20 devices were manufactured under lot k05af and 19 including 4200107 were accepted into final stock on 8/12/2015. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k05af shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece motor and electronics function as intended. Conclusion: the screw holds the handle in place. If the screw backs out then the handle can fall.